Event description:
The customer reported that audible alarms were not being heard at the pic ix central station, but alarms were still sounding at the bedside monitors. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.